Manufacturer narrative:
Codman has requested to have the device sent in for evaluation. Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that it was found that the ventricle of the pt's brain was too large; therefore, the doctor lowered the pressure. The situation changed a little. The pt expired in 2008. It was implanted on six days earlier and replaced on original date. It was also noted that the pt had an aneurysm and it ruptured before the implantation. The ruptured aneurysm was soon treated by clip; however, the surgeon believes the brain hemorrhage is a possible cause of this event.